Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that an incorrect verbiage was used in section h10. Corrected verbiage: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the complaint was submitted in error. There was no identified defect or malfunction. This MDR will be void and the complaint cancelled.

Event description:
After the patient's infusion, when the responsible nurse was preparing to seal the patient's tube, she unpacked the package. When the pre-filled handle was withdrawn to exhaust, the handle and the pre-filled tube broke apart and could not be used. The pre-filled catheter irrigator was replaced to complete the sealing operation.

Manufacturer narrative:
Following the submission of the initial MDR, it was noted that a 2nd lot was reported. Batch: 3346248, batch creation date: 2023-12-12 , batch expiration date: 2026-11-30.

Event description:
Additional lot reported

Manufacturer narrative:
Pr (B)(4) follow up. It was reported when the pre-filled handle was withdrawn to exhaust, the handle and the pre-filled tube broke apart and could not be used. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap or tip cap. The plunger rod has been removed from the syringe barrel. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. The stopper and plunger rod have a special design feature which stops pull-back on the plunger. This safety mechanism prevents the solution from entering a non-sterile area of the syringe, helping to reduce the risk of solution contamination and thereby ensuring patient safety. Pulling back on the plunger rod, either before, during or after the administration of saline flush may led to plunger rod being separated from the stopper, especially when the plunger rod is twisted during pull-back motion. Taking the plunger rod out of the syringe requires additional force. A device history record review was completed for provided material number 306594, lots 3346250 and 3346248. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. After the patient's infusion, when the responsible nurse was preparing to seal the patient's tube, she unpacked the package. When the pre-filled handle was withdrawn to exhaust, the handle and the pre-filled tube broke apart and could not be used. The pre-filled catheter irrigator was replaced to complete the sealing operation.